Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device is not available for evaluation. DHR review could not be conducted as the device lot number is unknown. A 12 month review of the complaint trend analysis for the t20 driver was conducted on the specific code from the complaint as there is no device family for this instrument. No trend requiring further action as identified. Without a product sample we are unable to confirm the reported issue or identify the root cause. As there has been no identified trend the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
International affiliate reports the surgeon used the t20 screwdriver to remove screws during a revision case. During removal of the last screws, the tip of the screwdriver snapped off from the instrument. All parts were accounted for and an alternate method was used with no delay to surgery.